Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate complaint investigation. The video and picture were provided by customer. The failure mode as described was not clear in the video, the picture was evaluated and the tip of the cannula shows a different condition to those usually constructed. As a result of the investigation the failure mode, as alleged by the customer, was not confirmed. Additionally, due to no sample availability for analysis, bvi is unable to attribute this to the manufacturing process as there were no deviations found during manufacturing upon review of the device history record (DHR) documentation. The exact root cause was not identified. Complaint database was reviewed, and no further actions are required at this point.

Event description:
Customer alleged " 27g cannulas were defective and punctured the anterior capsule"